Event description:
It was reported that following the implant of a transcatheter valve, an aortic dissection was observed. Additional information was received indicating that the dissection occurred one day after the procedure. Per the physician, the snare used during the procedure may have contributed to the dissection and the valve did not contribute to the dissection. Of note, the patient had a horizonal aorta. Additional information was received to clarify prior to the procedure; the case was deemed to be difficult due to the existing surgical aortic valve (manufacturer unknown) and the horizontal aorta. Therefore, the use of the snare for valve positioning was within the planned course of action.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, an aortic dissection was observed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown lot); product type: 0195-heart valves; implant date n/a; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. B5. Added second paragraph. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, an aortic dissection was observed. Additional information was received indicating that the dissection occurred one day after the procedure. Per the physician, the snare used during the procedure may have contributed to the dissection and the valve did not contribute to the dissection. Of note, the patient had a horizonal aorta.